Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cadd extension was leaking at the hose connector. Unfortunately, the patient did not notice this until after about 3 hours when he raised his backpack while going to bed and the pe solution had swum towards him. No reported adverse effects.

Manufacturer narrative:
According to the investigation two pictures were received and the product appeared outside its package, which was the asv valve detached from the tube. The sample consist of one product from p/n 21-7375-24 l/n 3607883. The returned sample was received in used conditions inside a plastic bag without its original packaged. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. The sample was received with the asv valve loose and no solvent was found on the tube, nor the asv valve. The customer's reported problem was confirmed. According to the investigation the most probable root causes of the reported issue are, the operator did not applied solvent in the bonding between the spike and the tube or the solvent pots do not show a solvent level. According to the investigation, these actions were taken per previous complaints, investigation open in order to implement the replacement of current solvent pots by solvent dispensers. Quality alert was released as awareness that production personnel should be perform a verification of the container levels and it show them the differences between a tube with solvent and one without production personnel were trained in order to reinforce the bonding operation.